Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention occurred on (B)(6) 2023 during which the system was explanted to address the issue.